Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 50 mg/dl. The customer was treated by food. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided in with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the customer was assisted with the troubleshooting for the low blood glucose level and over delivery of the insulin and the customer was not alleging the insulin pump for over delivery of the insulin.